Event description:
It was reported that on (B)(6) 2013, the physician performed an uneventful endometrial ablation. The "pt tolerated the procedure well and went home". On (B)(6) 2013, the pt contacted the doctor's office and reported she had "diarrhea and vomiting". The registered nurse (rn) stated it was "probably flu related". No intervention was required. The pt was discharged home. On (B)(6) 2013, the pt presented to the emergency room (ER) with a fever of 104 degrees fahrenheit, "clammy and pale appearance", specific gravity greater than 1.03 (1.010 - 1.030 normal limits), heart rate above 100 (60-100 normal limits), complete blood count (cbc) found low potassium (3.5 - 5.0 normal limits), platelets below 150 (150,000 - 400,000 normal limits), white blood cell count below 4,300 (4,300 - 10,800 normal limits), hemoglobin normal and she was dehydrated. The physician administered "intravenous (IV) fluids and the pt's nausea and vomiting subsided". Additionally, the pt was treated prophylactically for "lyme" disease and gynecological (gyn) infection with doxylin (doxycycline). An ultrasound was performed and the "doctor felt the ultrasound was normal". The physician performed a pelvic exam which the pt "tolerated very well". We have been unable to obtain additional info surrounding this event.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the exp date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the MFR date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).